Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
H10 updated with MFR 2955842-2025-44708 to acknowledge this is a previously reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. For clarification, the melting (thermal damage) of the bipolar yaw pulley has caused the cable crimp to move, thus supporting the customer complaint of "dropout or loose cable"; the grip cable crimps hold the grip cable is place inside of the bipolar yaw pulley. The complaint regarding a spark occurred and the area around the jaws melted, was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that a maryland bipolar forceps instrument connected to the e-200 generator had arced between the jaws and caused melting on the instrument. The customer replaced the instrument with a new one but the same issue occurred, the customer noted that the new maryland instrument continued to be used. The customer tested a fenestrated bipolar forceps instrument but had no issues. The technical service engineer (tse) advised the customer to restart the e-200 when possible, the tse viewed the logs but found no related issues. The customer then noted that there was no contact between the forceps themselves, nor with any other objects. An external vio3 electrosurgical unit was reportedly placed nearby, but according to the customer it was not connected to the system. The instrument will be returned as defective items. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the arcing observed did not make contact with tissue or cause other patient injury. The customer does intend to return the instruments for analysis. The second maryland bipolar forceps instrument also had thermal damage but was continued to be used. The customer had exchanged the electrosurgical unit during the procedure due to the issue and was able to complete the case robotically.